Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that the insulin pump is not delivering insulin. Customer has been experiencing high blood glucose. The current blood glucose reading is 173 mg/dl. Customer treated with manual injection. The paramedics were called to treat high blood glucose. The blood glucose reading at the time of the event was 246 mg/dl. Customer was sick, ketones and vomiting. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.